Event description:
Dowlati, e., chesney, k., carpenter, a. B., rock, m., patel, n., mai, j. C., liu, a.-h., armonda, r. A., <(>&<)> felbaum, d. R. (2023). Awake transradial middle meningeal artery embolization and twist drill craniostomy for chronic subdural hematomas in the elderly: case series and technical note. Journal of neurosurgical sciences, 67(4), 471¿479. Https://doi.org/10.23736/s0390-5616.21.05335-2. Medtronic literature review found reported of death, post procedure seizure, urinary tract infection, acute kidney injury, pneumonia, and deep venous thrombosis in association with onyx and neurovascular coil embolization for chronic subdural hematomas. The purpose of this article was to determine the efficacy in transradial middle meningeal artery embolization and craniostomy for patients with chronic subdural hematomas. The authors reviewed 28 cases of patients treated for chronic subdural hematomas using onyx and neurovascular coils in middle meningeal artery embolization. Of the 20 patients, the average age was 81 years, 8 were female and 12 were male. The article does not state any technical issues during use of the onyx or neurovascular coils. The following intra- or post-procedural outcomes were noted: post procedure seizure urinary tract infection acute kidney injury pneumonia deep vein thrombosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.